Event description:
It was reported that the zmb00 17.5 diopter intraocular lens (iol) was explanted in a secondary procedure and replaced with iol model zlb00 19.5 diopter attributed to a power miscalculation. No further information was provided.

Manufacturer narrative:
Age: asked, however, the information was not provided. Gender: asked, however, the information was not provided. (B)(4). Intraocular lens was explanted in a secondary procedure. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Age/date of birth: (B)(6) years. Gender/sex: female. Additional information received stated an incision enlargement was required whereby the original incision was 2.8mm and for the exchange of the lens it was 3.0 mm. No vitrectomy was required. At patient's one month post op, uncorrected visual acuity was 20/20. No indicated complications or issues following surgery. (B)(4). A review of the manufacturing records was performed. The production order was released per sterilization batch (B)(4). There were no non conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and/or material changes within the production order. There were no non conformances with respect to the sterilization process. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within power specification. Environmental monitoring records showed that there were no environmental monitoring non conformances within the timeframe this production order was manufactured. There were no associated nonconformity materials reports. There were no associated nonconformity reports or deviations. A search on complaints revealed that no other complaints for this production order were received to date. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
Additional information received stated an incision enlargement was required whereby the original incision was 2.8mm and for the exchange of the lens it was 3.0 mm. No vitrectomy was required. At patient's one month post op, uncorrected visual acuity was 20/20. No indicated complications or issues following surgery.